Event description:
A center director reported a patient had faint corneal haze in both eyes three weeks following lasik treatment. The patient reported she was a little sensitive to light and dryness had improved. In a follow-up with the center directed, he stated the surgeon indicated this event is normal for 90 micron flaps due to the climate in colorado. No additional treatment was required. The patient was last seen on (B)(6) 2014 and reported good vision and comfort. The patient was released at that visit. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).